Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient dislocated on (B)(4) 2013, while bending over to pick up some wood and fell. The dislocation was treated with a closed reduction. Patient dislocated again on (B)(6) 2013 while sitting down and reaching forward to pick something up on the ground. Another closed reduction was performed. Update rec'v (B)(6) /2014- patient was revised to address dislocation.